Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective display. This condition has the potential to cause an interruption of delivery. This condition was found in the general patient ward upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a "defective display" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective main display. The main display was replaced to correct this condition.